Event description:
It was reported that a patient underwent a revision surgery due to aseptic loosening and mechanical complications of the device.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. Investigation results: the associated complaint devices were not returned. The clinical/medical team concluded, based on the available information, the root cause of the stated "aseptic loosening and mechanical complications of the device" cannot be concluded and has not been demonstrated in the revision operative note. No current information on this patient's status has been provided at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the devices.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the available information, the root cause of the stated ¿aseptic loosening and mechanical complications of the device¿ cannot be concluded and has not been demonstrated in the revision operative note. No current information on this patient¿s status has been provided at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.